Event description:
Device #1 issue: suture broke. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an intervention procedure. Reportedly, the suture broke. The device was removed over a guide wire and a second proglide was attempted with the same results. A third proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Device #2: part #12673-03, lot #85004-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.